Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the fill estimate was inaccurate. Tandem technical support educated the customer on the insulin gauge calculations of the pump and confirmed that the customer received an accurate fill estimate after loading the cartridge. The customer reported being unsure of the blood glucose level.